Event description:
Litigation papers allege: on (B)(6) 2005, patient was implanted with a depuy pinnacle mom hip implant on his left hip. Patient experienced severe pain. He was revised. During the revision surgery, patient's physician noted the presence of a mucinous-like amorphous material between the liner and the shell of the hip replacement.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm was updated and added the date of revision, patient date of birth, event date, hospital name, and lawyer. The cup and head procode were also updated.